Event description:
The reporter stated that the surgeon inserted a aq2003v 3 piece silicone lens. The lens haptic tore during insertion into the eye. The incision was enlarged to remove the lens and required a suture to close the wound. The reporter stated that the lens was loaded into the first aq cartridge-fp. Lot number 1204617 too soon, the lens was removed and was loaded into another aq cartridge fp, lot number 1203802.